Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that after decontamination that it was observed that the side of the mesher comb was bent. It was noted that the device had torn the graft during a procedure before the comb was noted to be bent, however no additional graft was taken and they were able to use what graft they had. There was no harm or injury to patient noted. No delay reported. Due diligence is complete. No additional information is available. No adverse event reported

Event description:
It was reported that during surgery the graft was torn. The side of the mesher comb was bent. No additional graft was taken, and they were able to use what graft they had as it was noted to have torn the graft before it was determined the comb was bent. There was no reported harm or injury to the patient and no report of delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device had a bent comb. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.